Manufacturer narrative:
The complaint device was returned for evaluation and a visual evaluation of the top (vendor) seal was found to be partially opened. There was evidence of seal transfer on the pouch, indicating that it had been sealed. The time of seal rupture could not be confirmed. The complaint may have been caused by mishandling of the device, leading to the pouch being partially opened, prior to the procedure. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly and performance specifications. In the case of this defect type, after the product is packaged in the pouch, the seal quality of each pouch is inspected to ensure all the edges around the pouch are completely sealed and there are no gaps or spaces. Incoming quality control inspection procedure includes a seal inspection to ensure seals are present and the correct seal width is present.

Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Balloon dilatation catheter was used on a male patient during an esophageal dilation in 2008 (patient weight unknown). According to the complainant, before the physician opened the package he found that the package had been already opened. The physician felt that since the product was sterilized, the bag should be sealed before use. The procedure was completed successfully with another unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.